Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01507. This report is being submitted as additional information. Approximate age of the device - 2 months. The patient remains ongoing with no further issues reported. A direct relationship between the device and the reported event could not be conclusively determined. The heartmate ii lvas IFU lists stroke and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to slurred speech. On admission, the patient had a lactate dehydrogenase of 754 u/l, an inr of 1.5 and vad parameters were stable. A CT scan revealed a small distal ischemic m3 infarction. On (B)(6) 2018, the patient had a hemorrhagic conversion with herniation, and was intubated and sedated. As of (B)(6) 2018, the patient still with aphasia, but had improved movement of right upper extremity and normal drinking/eating activities. The patient was no longer intubated or sedated, and was moving towards discharge to a rehabilitation center. No additional information was provided.